Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized on sept 1, and (B)(6) 2011 due to low blood glucose of more than 10 mg/dl. The customer requested assistance in lowering her basal rates. The customer declined to troubleshoot the insulin pump at time of call. No further info was provided.